Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated and the application of a magnet did not ellicit tones. The device had been implanted 83 months and the patient had not been checked in years.